Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if the device is received at a later time this report will be supplemented.

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy (tla), the probe tip of the device broke off and fell inside the pt. The broken tip was recovered from the pt. No pt injury was reported.